Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been recovered. Device evaluation of monitor sn (B)(4) and has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Functional testing of the monitor is still underway.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in the hospital undergoing dialysis at the time of the event. Review of the download data indicates that the patient entered asystole. The lifevest delivered one 150j shock during this time. Oversensing of low amplitude cardiac signal contributed to the detection. Asystole is considered a non-life sustaining rhythm. There is no indication that the lifevest caused or contributed to the patient's death as the patient was already in asystole at the time of the shock.